Manufacturer narrative:
Additional information was received that the user was not properly cleaning the unit which caused the reported event. The breathing system was cleaned and leak issue was resolved.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a loss of mechanical ventilation during pre-use checkout. There was no patient involvement.